Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding (menorrhagia)') in a 29-year-old female patient who had essure (batch no. 646518) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cesarean section and infertility. Current weight 161 lbs. Previously administered products included for an unreported indication: sinografln. Concurrent conditions included uterine bleeding since (B)(6) 2016, menstruation abnormal, subserous leiomyoma of uterus, bacterial vaginosis, vulvovaginitis, endometrial biopsy, adjustment disorder, hypertension, insomnia, endometrial thickening and herniated disc. Concomitant products included atomoxetine hydrochloride (atomoxetine hcl) from (B)(6) 2017 to (B)(6) 2019 and lisdexamfetamine mesilate (vyvanse) since (B)(6) 2019 for adhd, ethinylestradiol;norethisterone acetate (microgestin) from (B)(6) 2016 to (B)(6) 2017 for genital bleeding, lisinopril since (B)(6) 2017 for hypertension, melatonin since (B)(6) 2018 for insomnia as well as alprazolam since (B)(6) 2016, bupropion hydrochloride (wellbutrin), fluoxetine hydrochloride (prozac), oral contraceptive nos and sertraline hydrochloride (zoloft). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain ("physical pain/pain pelvic"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: anxiety and mental anguish") and migraine ("migraines /headaches") and was found to have weight increased ("weight gain/loss specify which one: weight gain"). The patient was treated with paracetamol (acetaminophen) and surgery (ablation on (B)(6) 2016). Essure treatment was not changed. At the time of the report, the menorrhagia, pelvic pain, vaginal haemorrhage, vaginal infection, depression, anxiety, migraine and weight increased outcome was unknown. The reporter considered anxiety, depression, menorrhagia, migraine, pelvic pain, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: the patient did not have her essure removed, however, is currently planning for removal. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 87.9 kgs. Hysterosalpingogram - on (B)(6) 2010: essure device was successfully occluded. Impression: post essure procedure with occluded fallopian tubes large filling defect within the uterine cavity which could reflect endometrial thickening. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: pelvic pain, menorrhagia, depression, anxiety and weight gain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of product technical complaint. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain pelvic/pelvic pain') and menorrhagia ('abnormal bleeding (menorrhagia)') in a 29-year-old female patient who had essure (batch no. 646518) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cesarean section and infertility. Current weight 161 lbs. Previously administered products included for an unreported indication: sinografln. Concurrent conditions included uterine bleeding since (B)(6) 2016, menstruation abnormal, subserous leiomyoma of uterus, bacterial vaginosis, vulvovaginitis, endometrial biopsy, adjustment disorder, hypertension, insomnia, endometrial thickening and herniated disc. Concomitant products included atomoxetine hydrochloride (atomoxetine hcl) from (B)(6) 2017 to (B)(6) 2019 and lisdexamfetamine mesilate (vyvanse) since (B)(6) 2019 for adhd, ethinylestradiol; norethisterone acetate (microgestin) from (B)(6) 2016 to (B)(6) 2017 for genital bleeding, lisinopril since (B)(6) 2017 for hypertension, melatonin since (B)(6) 2018 for insomnia as well as alprazolam since (B)(6) 2016, bupropion hydrochloride (wellbutrin), fluoxetine hydrochloride (prozac), oral contraceptive nos and sertraline hydrochloride (zoloft). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), depression ("psychological or psychiatric problems condition: depression/psych injury"), anxiety ("psychological or psychiatric problems condition: anxiety and mental anguish/psych injury"), migraine ("migraines /headaches"), abdominal pain ("abdominal pain"), bladder disorder ("bladder/urinary") and urinary tract disorder ("bladder/urinary") and was found to have weight increased ("weight gain/loss specify which one: weight gain"). The patient was treated with paracetamol (acetaminophen) and surgery (ablation on (B)(6) 2016 and bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, bladder disorder and urinary tract disorder had resolved and the menorrhagia, vaginal haemorrhage, vaginal infection, depression, anxiety, migraine and weight increased outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, depression, genital haemorrhage, menorrhagia, migraine, pelvic pain, urinary tract disorder, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: plaintiff received treatment for pain, general abnormal bleeding, and weight gain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: essure device was successfully occluded. Impression: post essure procedure with occluded fallopian tubes large filling defect within the uterine cavity which could reflect endometrial thickening. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: pelvic pain, menorrhagia, depression, anxiety and weight gain. Most recent follow-up information incorporated above includes: on 9-jan-2020: plaintiff information form received. Event urinary problems was updated to recovered/resolved. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain pelvic/pelvic pain') and menorrhagia ('abnormal bleeding (menorrhagia)') in a 29-year-old female patient who had essure (batch no. 646518) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included cesarean section, infertility and pregnancy. Current weight 161 lbs. Previously administered products included for an unreported indication: sinografln. Concurrent conditions included uterine bleeding since (B)(6) 2016, menstruation abnormal, subserous leiomyoma of uterus, bacterial vaginosis, vulvovaginitis, endometrial biopsy, adjustment disorder, hypertension, insomnia, endometrial thickening and herniated disc. Concomitant products included atomoxetine hydrochloride (atomoxetine hcl) from (B)(6) 2017 to (B)(6) 2019 and lisdexamfetamine mesilate (vyvanse) since (B)(6) 2019 for adhd, ethinylestradiol;norethisterone acetate (microgestin) from (B)(6) 2016 to (B)(6)2017 for genital bleeding, lisinopril since (B)(6) 2017 for hypertension, melatonin since (B)(6) 2018 for insomnia as well as alprazolam since (B)(6) 2016, bupropion hydrochloride (wellbutrin), fluoxetine hydrochloride (prozac), oral contraceptive nos and sertraline hydrochloride (zoloft). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient was found to have a pregnancy with contraceptive device ("pregnancy (B)(6) 2016"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), depression ("psychological or psychiatric problems condition: depression/psych injury"), anxiety ("psychological or psychiatric problems condition: anxiety and mental anguish/psych injury"), migraine ("migraines /headaches"), abdominal pain ("abdominal pain"), bladder disorder ("bladder/urinary") and urinary tract disorder ("bladder/urinary") and was found to have weight increased ("weight gain/loss specify which one: weight gain"). The patient was treated with paracetamol (acetaminophen) and surgery (ablation on (B)(6) 2016 and hysterectomy with bilateral salpingectomy and cystoscopy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, bladder disorder and urinary tract disorder had resolved and the menorrhagia, vaginal haemorrhage, vaginal infection, depression, anxiety, migraine, weight increased and pregnancy with contraceptive device outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, depression, genital haemorrhage, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, urinary tract disorder, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: plaintiff received treatment for pain, general abnormal bleeding, and weight gain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.2 kg/sqm. Hysterosalpingogram - on 02-mar-2010: essure device was successfully occluded. Impression: post essure procedure with occluded fallopian tubes large filling defect within the uterine cavity which could reflect endometrial thickening.. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: pelvic pain, menorrhagia, depression, anxiety, migraines and weight gain. Most recent follow-up information incorporated above includes: on 22-mar-2021: medical record received event pregnancy and device ineffective were added. Reporter information and medical history were added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain pelvic/pelvic pain') and menorrhagia ('abnormal bleeding (menorrhagia)') in a 29-year-old female patient who had essure (batch no. 646518) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included cesarean section, infertility and pregnancy. Current weight 161 lbs. Previously administered products included for an unreported indication: sinografln. Concurrent conditions included uterine bleeding since (B)(6) 2016, menstruation abnormal, subserous leiomyoma of uterus, bacterial vaginosis, vulvovaginitis, endometrial biopsy, adjustment disorder, hypertension, insomnia, endometrial thickening and herniated disc. Concomitant products included atomoxetine hydrochloride (atomoxetine hcl) from (B)(6) 2017 to (B)(6) 2019 and lisdexamfetamine mesilate (vyvanse) since (B)(6) 2019 for adhd, ethinylestradiol;norethisterone acetate (microgestin) from (B)(6) 2016 to (B)(6) 2017 for genital bleeding, lisinopril since (B)(6) 2017 for hypertension, melatonin since (B)(6) 2018 for insomnia as well as alprazolam since (B)(6) 2016, bupropion hydrochloride (wellbutrin), fluoxetine hydrochloride (prozac), oral contraceptive nos and sertraline hydrochloride (zoloft). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient was found to have a pregnancy with contraceptive device ("pregnancy (B)(6) 2016"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), depression ("psychological or psychiatric problems condition: depression/psych injury"), anxiety ("psychological or psychiatric problems condition: anxiety and mental anguish/psych injury"), migraine ("migraines /headaches"), abdominal pain ("abdominal pain"), bladder disorder ("bladder/urinary") and urinary tract disorder ("bladder/urinary") and was found to have weight increased ("weight gain/loss specify which one: weight gain"). The patient was treated with paracetamol (acetaminophen) and surgery (ablation on (B)(6) 2016 and hysterectomy with bilateral salpingectomy and cystoscopy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, bladder disorder and urinary tract disorder had resolved and the menorrhagia, vaginal haemorrhage, vaginal infection, depression, anxiety, migraine, weight increased and pregnancy with contraceptive device outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, depression, genital haemorrhage, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, urinary tract disorder, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: plaintiff received treatment for pain, general abnormal bleeding, and weight gain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: essure device was successfully occluded. Impression: post essure procedure with occluded fallopian tubes large filling defect within the uterine cavity which could reflect endometrial thickening.. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: pelvic pain, menorrhagia, depression, anxiety, migraines and weight gain. Lot number: 646518 manufacture date: 2009-06 ,expiration date: 2012-06. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 6-apr-2021: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain pelvic/pelvic pain'), menorrhagia ('abnormal bleeding (menorrhagia)') and genital haemorrhage ('general abnormal bleeding') in a 29-year-old female patient who had essure (batch no. 646518) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cesarean section and infertility. Current weight 161 lbs. Previously administered products included for an unreported indication: sinografin. Concurrent conditions included uterine bleeding since (B)(6) 2016, menstruation abnormal, subserous leiomyoma of uterus, bacterial vaginosis, vulvovaginitis, endometrial biopsy, adjustment disorder, hypertension, insomnia, endometrial thickening and herniated disc. Concomitant products included atomoxetine hydrochloride (atomoxetine hcl) from august 2017 to january 2019 and lisdexamfetamine mesilate (vyvanse) since january 2019 for adhd, ethinylestradiol;norethisterone acetate (microgestin) from september 2016 to march 2017 for genital bleeding, lisinopril since (B)(6)2017 for hypertension, melatonin since july 2018 for insomnia as well as alprazolam since february 2016, bupropion hydrochloride (wellbutrin), fluoxetine hydrochloride (prozac), oral contraceptive nos and sertraline hydrochloride (zoloft). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), depression ("psychological or psychiatric problems condition: depression/psych injury"), anxiety ("psychological or psychiatric problems condition: anxiety and mental anguish/psych injury"), migraine ("migraines /headaches"), abdominal pain ("abdominal pain"), bladder disorder ("bladder/urinary") and urinary tract disorder ("bladder/urinary") and was found to have weight increased ("weight gain/loss specify which one: weight gain"). The patient was treated with paracetamol (acetaminophen) and surgery (ablation on (B)(6) 2016 and bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain and bladder disorder had resolved and the menorrhagia, vaginal haemorrhage, vaginal infection, depression, anxiety, migraine, weight increased and urinary tract disorder outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, depression, genital haemorrhage, menorrhagia, migraine, pelvic pain, urinary tract disorder, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: the patient did not have her essure removed, however, is currently planning for removal. Plaintiff received treatment for general abnormal bleeding, diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 87.9 kgs. Hysterosalpingogram - on (B)(6) 2010: essure device was successfully occluded. Impression: post essure procedure with occluded fallopian tubes large filling defect within the uterine cavity which could reflect endometrial thickening.. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: pelvic pain, menorrhagia, depression, anxiety and weight gain. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. New events from pfs: abdominal pain, abnormal general bleeding, bladder and urinary problems were added. Outcome of pain, bleeding, bladder and urinary problems were added. Essure removal date and procedure were added. On (B)(6) 2019: fu 4 and fu 5 are similar, same source document were received. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding (menorrhagia)') in a (B)(6) year-old female patient who had essure (batch no. 646518) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cesarean section and infertility. Current weight (B)(6) lbs. Previously administered products included for an unreported indication: sinografln. Concurrent conditions included uterine bleeding since (B)(6) 2016, menstruation abnormal, uterine fibroids, bacterial vaginosis, vulvovaginitis, endometrial biopsy, adjustment disorder, hypertension, insomnia, endometrial thickening and herniated disc. Concomitant products included atomoxetine hydrochloride (atomoxetine hcl) from (B)(6) 2017 to (B)(6) 2019 and lisdexamfetamine mesilate (vyvanse) since (B)(6) 2019 for adhd, ethinylestradiol; norethisterone acetate (microgestin) from (B)(6) 2016 to (B)(6) 2017 for genital bleeding, lisinopril since (B)(6) 2017 for hypertension, melatonin since (B)(6) 2018 for insomnia as well as alprazolam since (B)(6) 2016, bupropion hydrochloride (wellbutrin), fluoxetine hydrochloride (prozac), oral contraceptive nos and sertraline hydrochloride (zoloft). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain ("physical pain/pain pelvic"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: anxiety and mental anguish") and migraine ("migraines /headaches") and was found to have weight increased ("weight gain/loss specify which one: weight gain"). The patient was treated with paracetamol (acetaminophen) and surgery (ablation on (B)(6) 2016). Essure treatment was not changed. At the time of the report, the menorrhagia, pelvic pain, vaginal haemorrhage, vaginal infection, depression, anxiety, migraine and weight increased outcome was unknown. The reporter considered anxiety, depression, menorrhagia, migraine, pelvic pain, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: the patient did not have her essure removed, however, is currently planning for removal. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6) kgs. Hysterosalpingogram - on (B)(6) 2010: (per pfs) essure device was successfully occluded. (Per mr)impression: post essure procedure with occluded fallopian tubes large filling defect within the uterine cavity which could reflect endometrial thickening. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: pelvic pain, menorrhagia, depression, anxiety and weight gain. Most recent follow-up information incorporated above includes: on 8-aug-2019: pfs and mr received: previously reported event ¿pelvic pain¿ updated. New events added: abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), vaginal infection, depression, anxiety, migraine and weight gain. Lot number, concomitant drugs, patient history were added. Reporter information was updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.